Event description:
It was reported that it was possible to measure bipolar pacing lead impedance when connected to unipolar left ventricular (lv) pacing lead. The pocket was re-opened to double check if the connections were correct. It was confirmed the connections were correct. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).